Manufacturer narrative:
The account has decided not to make repairs to the lift. Lift is out of service.

Event description:
Distributor reported a slightly cracked weld on sabina mast at leg support bracket. No injury alleged.